Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the cage disengaged from the applicator. The surgeon inserted applicator with a 9mm pro-ti cage. A standard procedure was followed, the cage was first inserted in a locking state, then the knob was turned to open for turning the cage. The position of the cage was slightly anterior. The surgeon decided to use a slide hammer to move the cage in posterior direction. The slide hammer was operated in a gentle and controlled force. The cage detached from the applicator. A removal tool was used to the grab the implant, but there was not enough space to insert the removal tool. The disengaged implant was removed from anterior approach through another incision. Synfix evolution was used to fuse l5-s1. No fragments were generated. There was no reported surgical delay. The procedure was completed successfully. Concomitant devices reported: impaction instruments: hammer/mallet (part number unknown, lot unknown, quantity 1). Extraction instruments: universal screw removal (part number unknown, lot unknown, quantity 1). Applicator inner shaft (part number 03.812.003, lot unknown, quantity 1). Applicat out shaft (part number 03.812.001, lot unknown, quantity 1). Applicator knob (part number 03.812.004, lot unknown, quantity 1). This report involves one (1) t-pal proti, 10x9x28 mm. This is report 4 of 4 for (B)(4).